Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A catheter break and occlusion were reported. It was noted in a catheter access study drug or cerebrospinal spinal fluid (csf) was unable to be pulled back. As a result, a catheter revision took place. During the revision and new pump and catheter were placed and the pump will be sent back after analysis is done at the hospital. It was further reported the patient experienced less than 50% therapy relief at the catheter track. The patient¿s status at the time of this reported was, ¿alive- no injury.¿ the pump was being used to deliver morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Analysis of the catheter (B)(4) revealed coring/tears/cuts in the seal of the sc connector that possibly caused the occlusion.

Event description:
It was later reported that a catheter fracture was found during the dye study. The pump was also replaced because it had reached elective replacement indicator (eri). Following the replacement the patient was doing better.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.